Manufacturer narrative:
Updated fields: h3, h4, h6 and h11. Correction to d8. This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error message e486 was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty front panel. However, the specific cause of the faulty front panel could not be established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: "wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the generator was producing 'no instrument connected' error code e486. There were no reports of patient harm.